Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On the same day of diagnosis, the patient was treated with cefazolin 1.2g, intraperitoneal, ceftazidime 1.5g, intraperitoneal. Two days after diagnosis, the patient received ceftazidime 1.5g and vancomycin 2g intraperitoneal. Four days after diagnosis, the patient received ceftazidime 1.5g and vancomycin 1.5g intravenously with hemodialysis. It was reported that the patient received 1.2g cefazolin, 1.5g ceftazidime intravenously with hemodiaylsis seven days after diagnosis. It was reported that the antibiotics were discontinued twelve (12 days) after diagnosis. Patient was also on fluconazole (200mg, every other day). At the time of this report, the patient was not recovered from the peritonitis. Action taken with pd therapy was unknown. Patient was on hd. No additional information is available.